Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. The pump trace download analysis confirmed the pump alarmed low battery, power loss alarm, replace battery alert alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery, power loss alarm, replace battery now alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. No unexpected blank display or powering off noted during testing. The pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose. The customer experienced symptoms such being dizzy and dehydrated. Blood glucose at the time of the admission was 500-600 mg/dl. The customer was treated with visit to ER. The customer states the pump had a blank display and inserted a new battery but pump did not turn on. The insulin pump will be returned for analysis.